Event description:
The following was reported to hamilton medical ag: technical event:232035 during start-up (pfilter selftest failed) no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).